Event description:
It was reported that a spectrum pump had a keyboard failure. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device keys - up, setup, 1, 4, and 7 did not function. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be a failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.